Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture, high thresholds, and high pacing impedance measurements. The physician suspected the rv lead may have fractured. For now, the rv lead was reprogrammed and remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).